Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('11 days post op had a reversal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced somnolence ("naps during the day"). The patient was treated with surgery (reversal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the somnolence had resolved. The reporter considered medical device removal and somnolence to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: adverse event nos". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case (B)(4) delete from bayer (B)(4) data base due to duplicate of case (B)(4) all information were transferred to case (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('11 days post op had a reversal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypersomnia ("naps during the day"). The patient was treated with surgery (reversal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the hypersomnia had resolved. The reporter considered hypersomnia and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: adverse event nos". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event updated to medical device removal and hypersomnia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.